Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting, the pump was reset, and insulin delivery was resumed successfully.